Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision shoulder surgery had to be performed due to an aseptic loosening of the device. The patient was treated with a conversion to hemi shoulder prosthesis. The device was removed and the glenoid defect was filled with cerament. No further information received.